Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported, that this right ventricular (rv) lead. Exhibited noisy signals oversensing and pacing inhibition, suspected caused by a lead fracture. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.